Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030 (lot: 227622209); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the doctor followed the routine operation, using a guide wire to guide the catheter into place, and the stent was delivered through the catheter. The operator said that the stent felt stuck in the middle of the catheter during delivery. When the stent was deployed, the tip was frizzy and had burrs. It was suspected that the stent or the catheter was damaged. After the catheter and stent were taken out of the body, it was found that the tip of the stent was shaped like a broom and was ready to be returned for processing. The catheter had been there was no pushwire damage. Flushed continuously with heparinized saline. The patient was suffering from hepatitis b. All the stents and catheters had been removed from the patient's body, but due to the patient's infectious disease problem, the hospital handled the materials in a unified manner and would not return them. There were no symptoms reported. The pipeline used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU and  the catheter flushed as indicated in the IFU.   The patient was being treated for a saccular, unruptured, terminal aneurysm in the left internal carotid artery with a max diameter of 2.1mm and a neck diameter of 1.2mm. The landing zone was 2.3mm distally and 2.6mm proximally. Access vessel was the right femoral artery with a 6mm diameter. Vessel tortuosity was minimal. Angiographic result post procedure was normal.

Manufacturer narrative:
Product analysis #(B)(4): ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pushwire was returned within marksman catheter. ¿ damage location details: the pushwire was extending out from catheter hub. The pushwire was found to be bent at ~109.5cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pipeline flex pushwire was found to be detached at distal hypotube and the remaining distal segments were not returned for analysis. Therefore, any contributing factors could not be assessed. In addition, the pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~54.0cm from proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. ¿ conclusion: based on the analysis findings, the pipeline flex and marksman were confirmed to have resistance as the pipeline flex pushwire and marksman catheter were found to be damaged. In addition, the pipeline flex pushwire was found to be detached. From the damages seen on the pushwire (bending) and catheter body (kinking); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. However, the pipeline flex could not be confirmed to have failure to open as the braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the frayed stent and difficulty with deployment was not determined. The pipeline had not been placed in a vessel bend when it had difficulty to open. There were no additional steps or other devices attempted to open the pipeline. The actions taken to resolve the issue were the stent was retrieved, and it was deployed again, but did not achieve the ideal effect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.